Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by turbid effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified treatment (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on (B)(6) 2015. It was reported the cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and vomiting (cloudy effluent previously reported). The patient was hospitalized the same day as onset. The same day the patient began treatment with intraperitoneal (ip) cefazolin 125mg/l for three days (dose not reported), ip ceftazidime 125mg/l for three days (dose not reported) and oral flucinazole 200mg (eod) for twenty-one days. Three days after onset the patient was treated with ip gentamicin 40mg/2l (on, dose not reported) for eighteen days. The patient was discharged nineteen days after admission. It was reported the patient was recovered from this peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.